Event description:
It was reported that the procedure was to treat a chronic totally occluded and heavily calcified mid posterior lateral artery. A 2.25 x 28 mm xience v stent delivery system (sds) was advanced to the lesion but it would not cross. Several attempts were made to cross the lesion and force was applied causing the hypotube, outside the anatomy, to kink. There was resistance advancing the sds and resistance removing it. The sds was changed to another unknown sds to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The kink was confirmed. The failure to advance/cross and difficulty to remove/resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, the IFU deviation appears to have contributed to the reported kink.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.